Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
It was reported that the patient's pain pump was explanted on (B)(6) 2013 due to an infection. It was later reported that the infection was diagnosed on (B)(6) 2013. The patient experienced symptoms of fluid and the pocket opening slightly. A culture was taken. The location of the infection was the pocket and the spinal incision. The patient's pain was being managed orally. The device system was used to deliver morphine. It was later reported the patient was on antibiotics and in the intensive care unit (ICU). Additional information was received from an attorney. The pump was to supply medication through the catheter to the fusion site in order to reduce the patient's chronic back pain.the pump did not perform as expected and failed. In the months of (B)(6) the pump failed to deliver adequate levels of pain medication. Medication would leak into areas of the patient's abdomen or spine requiring the physician to drain fluid which contained morphine from pockets or seromas. The patient experienced "great pain" and suffering which required medical hospital surgical and therapeutic treatment. Infections developed at the pump site and spine. The pump eroded through the abdominal skin and became outwardly visible. On (B)(6) 2013, the patient was admitted and underwent a surgical procedure which was performed by a neurosurgeon who removed the infected pump and catheter. Necrotic and infected tissue and fluid leakage was surgically removed from the operative site. The infection accelerated and worsened. The patient was placed on a ventilator and was comatose for a period of time. The patient remained at the hospital for wound and infection treatment for over one week and was readmitted the day after discharge to treat her worsening infection for over a week. The patient was transferred to another hospital for infection control. Following that, she was transferred to a rehabilitation facility. On (B)(6) 2014, she was again an in-patient where infected and necrotic tissue was surgically removed from her abdomen and a scar revision was performed. The patient will continue to and will permanently experience pain and discomfort as well as the loss of enjoyment of life.